Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 85% stenotic, 2.5 cm in length and was located in the left anterior descending (lad) artery. The physician used 6fr introducer sheath, cls 3.5 guide catheter and a csi viperwire guide wire to access the lesion. The oad was loaded onto the guide wire and advanced just proximal to the lesion. Approximately four seconds into the first run at low speed, the oad bogged down. Angiography revealed a perforation in the proximal lad artery. The oad was removed and a balloon was inflated across the perforation. The patient status declined and the patient went into ventricular fibrillation. At this point, the patient was defibrillated and sinus rhythm returned. The physician then performed pericardiocentesis and deployed two stents across the perforation to successfully resolve it. The patient was stabilized and transferred to the operating room for bypass. Additional information was requested, but was denied by the facility.